Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during maintenance. There were no reports of patient involvement.

Event description:
No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the glass substrate caused a blackout in the image. Based on the results of the investigation, the reportable malfunction was likely as a result of damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.